Event description:
Customer reported a pt sample containing anti-k did not react with 0.8% resolve panel a lot vra101 during verification testing. The sample was incubated for 15 minutes. When incubation was extended to 30 minutes, a 1+ reaction was observed. No death or serious injury was associated with this incident.